Event description:
It was reported that the coil was fractured. A 4mm x 15cm 2d interlock coil was selected for contrast medium arteriography procedure. However, the coil fractured during insertion. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Event description:
It was reported that the coil was fractured. A 4mm x 15cm 2d interlock coil was selected for contrast medium arteriography procedure. However, the coil fractured during insertion. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: visual inspection observed that the introducer sheath and the rhv were returned for analysis. There were no damages observed in the sections returned. The main coil was not returned, so the reported coil fracture could not be confirmed.